Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge leaked. A supply change was performed to address the issue. Customer experienced a blood glucose (bg) level over 600 mg/dl and a correction bolus was delivered to address bg.